Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 1716000j implantable port experienced a suction issue. One (1) of the two (2) events reported that two devices failed to aspirate. These events were reported from various sources. Both events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for either of the two (2) events.

Manufacturer narrative:
For the 2 reported complaints, both lot numbers are unknown. One device was not returned for evaluation and the other device was returned for evaluation. The investigation is inconclusive for inability to aspirate/infuse, as the needles were independently patent to infusion, aspiration, and infusion against resistance and the reported event could not be reproduced, but other contributing conditions not reproducible in the laboratory may have contributed to the reported event. The entire device was not returned and therefore interaction between the needles and the port/clinical situation cannot be tested. The other device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged inability to aspirate as no objective evidence has been provided to confirm any alleged deficiency with the port. The root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the two (2) events, one (1) event's device is expected to be returned to bd for evaluation, the two (2) devices belonging to the other event have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 1716000j implantable port experienced a suction issue. One (1) of the two (2) events reported that two devices failed to aspirate. These events were reported from various sources. Both events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for either of the two (2) events.